Event description:
The pump and catheter were explanted and replaced in 2008, patient symptoms or reason for explant were noted. Follow up with the physician indicated the event attributed to both the pump and catheter. The drug used in the pump was lioresal (dose and concentration not provided). The patient experienced symptoms of hypertonia. The patient underwent surgical replacement. The physician indicated "catheter connector recall" as other information but provided no additional details. The outcome provided was "no injury."

Manufacturer narrative:
For catheter. The pump, catheter and catheter connector were returned for analysis. Final device analysis results revealed - no anomaly found. The pump had normal device function. The 8596sc had acceptable catheter testing. The 8709sc was received in two pieces: a proximal piece 67.6 cm including the sc pump connector and a distal piece 34 cm to the distal tip. All pieces had acceptable testing.